Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2006. In (B)(6) 2010, she began experiencing persistent aches and pains in her right hip and groin area. Lower back pain, loss of leg strength, audible clicking, clacking sounds coming from asr device, and difficulty with activities of daily living. There is no mention of revision.

Manufacturer narrative:
Corrected: event/problem description, implant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6) 2006. In (B)(6) 2010, she began experiencing persistent aches and pains in her right hip and groin area, lower back pain, loss of leg strength, audible clicking, clacking sounds coming from asr device, and difficulty with activities of daily living. There is no mention of revision. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 04/14/2014 - medical records received. Medical records indicate revision due to metallosis. Upon revision greenish cloudy fluid was noted. Dor identified. The information received does not change the MDR decision. The complaint was updated on: 05/12/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.